Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that will not power up; this condition had the potential to interrupt delivery. This condition was found in the "IV department" during programming/setup. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump that will not power up was confirmed by service. Since this is a stay-in device, the root cause could not be confirmed. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.